Manufacturer narrative:
Part number# 118-65 is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k841872. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the tube developed a "blockage" during pt use. The caller reported that the tube was removed and visual examination revealed narrowing of the lumen. Extubation and reintubation of a replacement tube was required. The tube was replaced without incident to the pt.